Manufacturer narrative:
Analysis of programming history.

Event description:
During review of in house programming history, it was found that a faulted diagnostic test occurred during the implant surgery on (B)(6) 2007, which programmed the generator to unintended settings. The device was interrogated prior to the patient leaving the or; however, the settings were not changed. The patient was seen by the neurologist the follwing day, at which time the settings were adjusted.